Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was received not deployed. Investigation of the drive mechanism did not find any damages or abnormalities that could cause the device to not deploy the cannula. The downloaded data shows the device only completed first prime before it was deactivated. No timeouts or drive stalls were observed in the device data. Therefore, the device did not deploy the cannula because it was deactivated at the end of first prime. Cracks were observed on the top housing of the returned device. However, the cracks did not affect the functionality of the device.